Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the insertion sheath was defective. The following information was provided by the user facility: when the insertion sheath was being inserted into the skin, resistance was felt. The sheath was then pulled out and checked. The surface of the sheath was found to be split into fine layers. So the device was not used and another angio-seal device was used to continue the procedure. Estimated blood loss was <250 cc. It was reported that there was no health damage to the patient. It was reported that hemostasis was successfully achieved by the 2nd device.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.